Manufacturer narrative:
Analysis of the catheter revealed catheter body, hole cause by deep abrasion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 12-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving bupivacaine (5.0 mg/ml at 0.4993 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 it was reported that the patient had fluid in the pump pocket at the pump refill. The patient was taken to surgery on (B)(6) 2019 to revise the catheter. During the procedure, csf (cerebrospinal fluid) was leaking into the pump pocket and a slit in the catheter was noted. The pump segment of the catheter (11.5 cm) with the slit was replaced. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report and it was indicated that the hcp had no further information to provide regarding the event. No patient symptoms were reported, and the patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.